Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient woke up and went downstairs to calibrate as he does every morning. The cgm was reading 114 mg/dl with an arrow down and his finger stick was reading 143 mg/dl. After the patient calibrated with the finger stick value, the cgm value started to rapidly drop starting at 6:31am. After the readings changed over time, the cgm then showed low and shortly after, the patient experienced a hypoglycemic event, fell and hit his head. It was indicated that the patient did not experience any symptoms of a low prior to falling. At 7:55am, the patient came to and ate a banana and drank orange juice because he was feeling low. He did another finger stick and stated that it was off by 20%; however, he was unable to provide the values. The patient took himself to the emergency room (ER) where he received stitches for a wound on his head from the fall during the time of event and was released the same day. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined.